Event description:
The customer reported that the thumbnail views in the image directory, did not match the corresponding pt image. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The customer was instructed on a software workaround for the reported issue.